Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital for dizziness and syncope. Telemetry showed intermittent asystole as well. It was noted that the patient's right ventricular (rv) lead had pacing inhibition, pacing impedance spikes and diminished sensing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.